Event description:
It is reported that the impactor pad has fractured.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: in general, impactors become damaged through repeated use due to impactions sustained while in use. Impactors or impactor heads should be replaced when the part is no longer functioning. Eval: device history records indicate all components were mfg and inspected to spec. The fractured pad was not returned for eval. Based on the lot number, the impactor has a potential field age of approx 4.5 years and has been used an unk number of times during that period.